Manufacturer narrative:
Result of investigation: the root cause of the issue was related to the device software. Communication error with internal o2 sensor since the installed software version was v6.0.1600.0. The issue was resolved after software upgrade with version v6.0.1700.0.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, by looking at the log files the unit switched to ui failsafe mode and stopped completely they suspected that the caused of the issue was the software. It was recommended to upgrade the software once available. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 shut down during patient use, and the screen went black. The end user immediately changed the ventilator. No harm is associated with this incident.